Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off; the reservoir does not stay locked in. The operating currents are within specification and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window. The insulin pump was missing the reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that a piece of plastic from the reservoir compartment broke off; the reservoir would no longer stay locked in the reservoir compartment properly. The patient's blood glucose increased to 300 mg/dl this morning despite eating very little the night before. The customer changed her entire set but her blood glucose was still 260 mg/dl. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.